Event description:
Ra lead fracture with capsule damage. It was thought to be atrial fibrillation (af) based on the atrial egm while the patient was still in a decubitus position during interrogation, but the lead damage was suspected because the intervals were extremely short and it looked like noise. Atrial thresholds could not be measured. Atrial unipolar impedance warning on (B)(6) 2023, reduction in impedance and presence of noise on atrial electrograms (egm) ra lead subsequently reprogrammed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).